Manufacturer narrative:
Product event summary: image files and the loop catheter with lot number 0012446752 were returned and analyzed. The first photo shows a posterior wall that was not isolated (purple strip of tissue). The second photo showed a partially isolated posterior wall. The last photo showed a fully isolated posterior wall. It could not be concluded from the image that the catheter had issues with the delivery of energy. Visual inspection of the loop catheter was performed and the catheter was received with the spiral array stuck inside the capture device. No additional visual anomalies were detected. The spiral array was unable to be retracted into the dual lumen using the slide control mechanism after sliding off the capture device. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully pe rformed. Hipot verification of the integrity of the electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging revealed entangled wires throughout the length of the shaft. No damage to the electrode wires within the array was observed. The electrodes and the wires appeared intact without any issue. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure,  the veins were pre-mapped and isolated. The posterior wall was ablated with over fifty applications performed and a post-map was performed. It appeared on the post-map that the tissue was hardly affected. It was noted that it was thought to be a contact issue, and the catheter cable was replaced. The posterior wall was ablated again, and it was noted that extra attention was paid to ensure contact. Another post-map was performed, and the tissue was not successfully affected. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.